Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ·there were no injuries or harm to the patient or medical staff. ·the needle was broken in the middle, and both the tip and the proximal end where the suture was attached are being kept as defective product. ·extraction method and migration of a needle are unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ were x-rays taken to locate the needle piece(s)? ¿ what measures were implemented to retrieve the broken piece? ¿ was there any additional tissue damage resulting from the search for the needle piece? - does a fragment of the needle remain in the patient¿s tissue? If so, ¿ is there any plan in place to remove the needle piece in the future? ¿ if so, could you please provide the scheduled date for the removal? ¿ in which tissue structure was the broken needle located? ¿ what is the surgeon¿s opinion of the potential consequences for the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an procedure on (B)(6) 2026 and suture was used. During a foreign matter removal from bone for post-operative repair of distal fibula fracture, one needle from one pack was broken in the middle during wound closure after intraosseous foreign matter removal surgery. No pieces were left inside the patient. There was no effect on the patient or medical staff. It was a control release needle. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested.